Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unspecified date in june, a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing generated a leak during patient use. The report stated that the intravenous (IV) was patent, and when they went to flush the line, there was a notable leak at the site of the tubing meeting the needleless end cap. There was patient involvement, no patient harm.

Manufacturer narrative:
Received one (1) used mc33038 smallbore pressure infusion ext set for inspection. A crack was observed on the female luer. The reported complaint of leakage can be confirmed due to the crack found. The probable cause is due to a material issue with a vendor-supplied part. The device history review (DHR) was performed, and no nonconformities were found that would have led to the reported complaint. D9 - date returned to mfg: 7/31/2025.